Manufacturer narrative:
Inquiry from FDA received via email on 11/22/2021: "this is to bring to your attention that we are in receipt of the above subject line initial report on november 16, 2021 for patient ID: an. Please note that this report is being rejected and placed on hold due to insufficient device information in section d. Kindly verify and submit a supplement report #1 with sufficient/specific device information and advice when complete." Reply from stryker: this complaint was received directly from a patient. The information about the incriminated device is very limited. We are actively working to get more information from the patient, as well as the patient records from the hospital where the patient was primarily operated. At this time, we are unable to provide more information about the device involved. However, as soon as patient medical records are released, we will follow-up with a supplemental report.

Event description:
The customer reported the following issue: "I had an operation on both of my lower legs of which my surgeon located at (B)(6), performed the surgery on my legs using [what] I believe to be your products in both of my lower legs. I need the names of both of the products (such as the steel or titanium) that was ordered for the stryker products. The product that was used in my right leg caused my leg to get infected and was removed out of my leg by (B)(6). The hospital informed me that my right leg has to be amputated because of the infection that is currently in my right leg of which I am currently taking keflex antibiotic medication for. I need the names of the steel or titanium that my surgeon received from stryker products that was inserted into my lower right leg and left leg. I need the date it was ordered and all other information pertaining to the process obtaining the medical products your company sent or sold to my surgeon out of (B)(6). I was later seen by infectious disease of(B)(6). Concerning the infection in my right leg."

Event description:
The customer reported the following issue: "I had an operation on both of my lower legs of which my surgeon located at (B)(6), performed the surgery on my legs using [what] I believe to be your products in both of my lower legs. I need the names of both of the products (such as the steel or titanium) that was ordered for the stryker products. The product that was used in my right leg caused my leg to get infected and was removed out of my leg by (B)(6). The hospital informed me that my right leg has to be amputated because of the infection that is currently in my right leg of which I am currently taking keflex antibiotic medication for. I need the names of the steel or titanium that my surgeon received from stryker products that was inserted into my lower right leg and left leg. I need the date it was ordered and all other information pertaining to the process obtaining the medical products your company sent or sold to my surgeon out of (B)(6) . I was later seen by (B)(6) concerning the infection in my right leg."

Manufacturer narrative:
A device inspection was not possible since the affected device was not returned. The received operation reports were reviewed, but there is no information what plate system was used, also is stryker in the reports not mentioned as the manufacturer of the used plate and screws. Just at one place is the manufacturer synthes mentioned for one of the inserted tibial plates. Based on the provided information in the reports it is not possible to define if stryker plates and screws were used. However, the review of the subsequently received x-rays has shown that the visible plates do no correspond to a stryker design as the outer contour of the plates and the shaft hole design do not match. Based on that it can be confirmed that the on the x-rays visible plates were not manufactured by stryker. Therefore, no further evaluation of this complaint is required. If any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported the following issue: "I had an operation on both of my lower legs of which my surgeon located at (B)(6), performed the surgery on my legs using [what] I believe to be your products in both of my lower legs. I need the names of both of the products (such as the steel or titanium) that was ordered for the stryker products. The product that was used in my right leg caused my leg to get infected and was removed out of my leg by (B)(6) hospital in (B)(6). The hospital informed me that my right leg has to be amputated because of the infection that is currently in my right leg of which I am currently taking keflex antibiotic medication for. I need the names of the steel or titanium that my surgeon received from stryker products that was inserted into my lower right leg and left leg. I need the date it was ordered and all other information pertaining to the process obtaining the medical products your company sent or sold to my surgeon out of (B)(6). I was later seen by infectious disease of (B)(6) at (B)(6). Concerning the infection in my right leg."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.